Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the bio-med found a bent pin on power module system monitor interface socket.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a bent pin was confirmed. The power module serial #: (B)(4). Was returned to the service depot for analysis and was evaluated and tested under work order (B)(4). The reported event of a bent pin was confirmed, and the internal I/o cable assembly was replaced, resolving the bent pin issue. The power module was returned to the customer. The I/o cable assembly was visually inspected, and the ground cable was observed to be bent. The root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.